Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump was exposed to moisture. The customer received a watchdog timeout alarm. The insulin pump was stuck in the rewind loop. The insulin pump alarmed motor error and motion sensor test failure. Customer's blood glucose level was 313 mg/dl. When the customer pressed the act button to rewind the insulin pump alarmed watchdog timeout. He was unable to clear the new alarm or rewind the insulin pump. The customer had the insulin pump rest itself and he received a motion sensor test failure alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly also, corroded motor home switch during our visual inspection. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify a13, a35 and motor error alarm due to blank display. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.